Event description:
Facility contacted us regarding a resident that was being transferred with a medcare lift with scale and a commode sling (model #400072) from a chair into the bathroom. During the transfer, the resident "fell through" the sling near the toilet and hit her head. As a result, she suffered a 2cm x 2cm hematoma. The resident was treated at the facility.

Manufacturer narrative:
User facility used commode sling for over 3.5 years without adverse incident. Based on conversation with staff, the resident had severe dementia. Typically, a candidate for this type of sling needs be aware of what is happening and have a degree of physical stability. Medcare told facility to move sling from service until staff could be retrained by medcare rep in the area. Medcare contacted rep and requested that they provide retaining to staff. Both the lift and sling are in good working order.